Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had shingles and blisters that were irritated by wearing the lifevest. The patient's physician prescribed an unknown medication to address the shingles. The patient also removed the lifevest to allow the irritation to heal. The patient reported that the shingles and irritation were healing. There is no indication that a device malfunction caused or contributed to the reported skin irritation.